Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture and increased threshold of 5 volts. The outputs were increased to 6.5 volts and the patient was going to continue to be monitored. Later the rv lead was not sensing properly. An x-ray showed that the lead was dislodged. As a result the lead was explanted and a new successfully lead implanted. The patient has had symptoms of shortness of breath and has a history of atrial fibrillation.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.